Manufacturer narrative:
During the revision procedure it was discovered that the original leads had fractured, causing the loss of therapy. The patient reported having lost therapy suddenly over the course of a weekend but did not report any falls or other events that may have contributed to causing both of the implanted leads to fracture. The explanted components were held by the medical facility and are not available for further inspection by nalu. Cause of the sudden lead fracture is unknown with the information available.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat upper back pain. The patient initially reported good pain relief, however in (B)(6) 2025 the patient reported sudden loss of therapy. Troubleshooting was unable to identify the cause for loss of therapy. On (B)(6) 2025 a surgical revision was performed to remove the original system implant a new nalu system.